Event description:
The user reported the pump alarmed "air in line" as intended when the device was in use. It was noted that the infusion was lipids. The pt was reportedly not injured as a result of the alarmed event. The alarm notified the caregiver that an action was required to maintain appropriate infusion as programmed without pt consequence. No further details about the event are available.